Event description:
It was reported that the patient experienced vt/vf arrest, and the relationship to the vitaria device is unknown. No additional relevant information has been received to date.

Event description:
Additional information was received that the vt/vf arrest is not related to device, surgery or system. No additional relevant information has been received to date.